Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Device documented as received, an evaluation is not available at this time.

Event description:
The customer reported the blender on this unit is not working correctly; the knob isn't working correctly and it's not delivering the correct fio2. The knob seems damaged. Patient involvement is unknown. The carefusion technical support rep issued a replacement.